Manufacturer narrative:
(B)(4). The complainant indicated that the device will not be returned for investigation. Therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim was used during a pelvic floor reconstruction with uphold lite performed on (B)(6) 2015. According to the complainant, on (B)(6) 2015, the patient experienced pelvic pain. She was treated with hydrocodone and acetaminophen and the event resolved on (B)(6) 2015.